Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an endotracheal tube, there was a breakage at the end of the tube. The issue occurred when attempting to advance a suction catheter down the tube, resulting in a snapping sound and the end of the tube broke. Assistance was called, and a second nurse held the tube together while the patient maintained good volumes and oxygen saturation of above 95%. The connector was difficult to detach and snapped completely during replacement attempts. Consequently, the tube was cut beyond the length of the connector, and a new one was attached, successfully connecting the patient to the ventilator. Tidal volumes and saturation remained within normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.